Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt is implanted with two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation therapy from her scs system. An sjm representative met with the pt and attempted to reprogram the pt's scs system but was unable to obtain effective stimulation coverage of all of her pain areas. A system diagnostics revealed multiple invalid contacts. The pt's physician believes the pt's scs leads might be fractured. Surgical intervention to address the issue may be undertaken at a later date.